Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the popliteal artery. A 6x200mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 8 atmospheres (atm) when the balloon ruptured. The bdc was removed and another armada bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the rupture occurred due to interaction with the heavily calcified lesion. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.